Manufacturer narrative:
E1 - initial reporter address:(B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was visible in the balloon. This is indicative of a leak being present in the balloon. The device was attached to an encore inflation unit, positive pressure was applied, and liquid was observed to be leaking from a balloon pinhole located at the site of the distal marker band. An examination of the balloon material and distal marker band identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine specification. A visual and tactile examination found no kinks or damage to the hypotube of the device. The marker bands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated up to 2atm at first inflation, 4atm at second inflation, 6atm at third inflation and 8atm at fourth inflation. However, it was noted that the balloon ruptured. The balloon was simply removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated up to 2atm at first inflation, 4atm at second inflation, 6atm at third inflation and 8atm at fourth inflation. However, it was noted that the balloon ruptured. The balloon was simply removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.